Manufacturer narrative:
B3- date of event is estimated. D6b - date of explant is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was experiencing pain at the ipg site and ineffective stimulation. As such surgical intervention took place where the entire system was explanted approximately on (B)(6) 2024.